Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-30 -user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care. Test strip lot information was not obtained at the time of the call.

Event description:
Consumer reported complaint for e-3 error. The e-3 error occurred as soon as the test strip was inserted into the meter. At the time of the call, the customer reported feeling shaking and sick to her stomach. Customer refused medical attention at the time of the call. During the call, the customer attempted to re-test using a new test strip and obtained a result of e-3 as soon as the test strip was inserted into the meter.